Event description:
According to the available information the static anchor came off the suture after trying to implant contralateral side. A new sling was used.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor detached from the mesh and not received. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, along with the dynamic anchor & tensioner. Blood residue was noted on the mesh. The information received indicated the static anchor detached during implant. Quality confirmed the detached static anchor. As the static anchor was not received, it was concluded that the detachment of the static anchor most likely occurred during the tensioning part of the procedure. As the detachment ends of the static suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed to be associated. Nc-002922 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. Devices met specification prior to release.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed in veeva to be associated. Nc-002922 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. Devices met specification prior to release.

Event description:
According to the available information the static anchor came off the suture after trying to implant contralateral side. A new sling was used.